Event description:
It was reported that while removing a cast using the cast cutter with a ion nitrided cast cutter blade, the patient received a laceration on the thumb and required stitches. Additional information surrounding the event has been requested from the account.

Manufacturer narrative:
The cast cutter and blade were returned to the manufacturer for evaluation. A cut test found that the blade was loose. The collar had markings indicating that it was seated incorrectly. If the retaining ring is not seated correctly, it is possible that the screw could back up, causing the blade to become loose. Additional information on the details surrounding this event has been requested from the account. This report will be updated when additional information is provided.